Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted global technical service (gts) reporting an alarm during initial drain on the homechoice (hc) and during troubleshooting they received a system error 2240/2367 (air in set). The technical service representative (tsr) assisted the caregiver (cg) to have the home patient (hp) sit up, open and close the transfer set, and the error cleared. The homechoice (hc) alarmed system error 2240 and system error 2367. During troubleshooting of the 2240, it was noted a clamp was open on an unused line. The tsr informed the cg to start over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.